Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Reportedly, the customer's blood glucose level was impacted. During system check with tandem technical support, occlusion was confirmed to be at the infusion set tubing. Customer indicated that tubing would be changed.